Event description:
Physician was performing a rt shoulder arthroscopy with rotator cuff repair. Pt was using the depuy express ew needle to aid in suture placement. The needle broke off in the pt during the process. Area was flushed and fluoro was used to determine if any place of the broken needle was retained in the pt. Physician determined that the broken component was not retained and procedure was completed. Physician shared that this had occurred with 2 other physicians (partners of his) at the outpatient surgery center where they also practice.